Event description:
It was reported that the shell was put in too vertical. Doctors plan was to remove the shell and liner but when he found out the stem was a modular stem he decided to explant everything.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the x-ray provided confirmed the complaint description of the angle of the cup but without comparisons its not known if this was a migration or the implant angle. Without the explant, the requested clinical information , or the reason for the revision, a root cause for the unspecified post operative condition cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.